Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion was noted at 18.9 cm to 19.5 cm and 20.2 cm 22.1 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or heart feature. (B)(4).